Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the pump was having battery issues and had died without giving a low or replace battery alarm. The pump alarm history was unable to be reviewed. This report is made based on the allegation that the pump lost power without alarming to alert the user of the issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): there were several "low/replace battery" alarms and warnings" observed in the pump alarm history. A review of the black box history shows several reboots occurring with the pump on the reported event date. There were no unacknowledged alarms noted during investigation. The battery cap was found to be damaged, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. Unrelated to the complaint, the pump was found to be damaged beyond investigation due to contamination on the button key contacts.